Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight, brown particles in the gel and broken on posterior. A visual and microscopic analysis was performed which identified: crease sharp broken on posterior, missing shell on radius (0-25%), stress marks, wear abrasion and crease fold. Base on the device analysis the final assessment is: a pattern of crease sharp on radius side of broken shell assessed as fold flaw opening. Missing shell assessed as inconclusive.

Event description:
Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Health care professional reported left side rupture. The device remains implanted.